Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter.

Event description:
Information was received from a consumer in regard to a patient receiving an unknown type of drug via an implantable infusion pump. The indication for use (IFU) was listed as intractable spasticity. It was reported that the patient's catheter was repaired because it broke. No further details were provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.